Event description:
It was reported that high out-of-range hv lead impedance was noted on the right ventricular (rv) lead. The device¿s shock therapy was turned off, and the patient was scheduled for rv lead replacement. The rv lead was then capped and replaced on (B)(6) 2026 with no complications. The patient was stable before, during, and after the procedure.